Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was unable to be positively identified due to extensive physical abuse to the unit. Physical damage was observed to the charger enclosure and throughout the unit. The root cause for the inability to power on was physical abuse. There was no death or adverse event associated with the charger malfunction.

Event description:
03/23/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a battery charger was unable to power on.